Manufacturer narrative:
The hill rom tech found the bed not zeroed prior to placing pt. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the scale to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech found a note on the bed stating the bed exit alarm is not working. The bed was located at the account on the 7th floor hallway. There was no pt/user injury reported. (B)(4).